Manufacturer narrative:
This report is submitted on 12 august 2020. Attachment: [176563-device analyis report.pdf].

Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to infection. It is unknown if there are plans to to reimplant the patient with a new device as of the date of this report.